Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test alarms. However, low battery alarms confirmed at the long trace history file and an abnormal behavior of the loaded voltage at the power graph management tool. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Pump error alarmed during self-test and confirmed in pump history due to cold solder joint at u1 keypad assembly. The pump was received with cracked keypad overlay at select button. The pump was received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of failed battery test. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.